Manufacturer narrative:
Also, after several requests to the hospital, no further information about the event could be gathered. The inspection or a view on the affected device has been refused by the hospital. If further information or results of investigation are available, a follow-up report will be submitted.

Event description:
It was reported that a pt was undergoing a pda (patent ductus arteriosus) procedure. During the case, flames came out of the endotracheal tube. It was further reported that the pt is in critical condition and is not expected to live.